Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/ pelvic floor. It was reported that the patient saw poor communication. Patient had not received therapy for greater than 3 years. Patient services directed patient to hcp to determine if battery was dead. Patient said their "unit" was not working and they needed to have an MRI. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported they have not seen the patient in many years. A uti was reported and it was unknown if it was related to the patient's device or therapy. No further complications reported/anticipated.